Event description:
It was reported by service report that the I-bed function had inoperative error code 303. It is unknown if there was patient involvement, however, no adverse consequences are reported.